Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was a flow rate of 0lpm. The device was displaying an alert 01 and the flow rate was 0lpm with a water temperature of 7.4c. The patient temperature was 38.1c, with a target temperature of 37c. The nurse tried disconnecting and reconnecting the set of small pads and the low flow alert continued. She then put the device in manual mode and checked the system diagnostics. With the pads and the fluid delivery line connected, the flow rate was 0.6lpm, inlet pressure was -0.4, circulation pump was 100%, and the pump hours were 3274. Without the pads connected, the flow rate was 0, inlet pressure was -10, and the circulation pump was 0%. The nurse then swapped the device for a second arctic sun device. The low flow issues continued. She then replaced the set of pads with a new set of small pads and therapy was resumed. The nurse sent the patient down for a scan and when the patient returned she experienced low flow issues again. She reset the arctic sun device and disconnected and reconnected the pads. She was able to get a good flow and therapy was resumed without further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was a flow rate of 0lpm. The device was displaying an alert 01 and the flow rate was 0lpm with a water temperature of 7.4c. The patient temperature was 38.1c, with a target temperature of 37c. The nurse tried disconnecting and reconnecting the set of small pads and the low flow alert continued. She then put the device in manual mode and checked the system diagnostics. With the pads and the fluid delivery line connected, the flow rate was 0.6lpm, inlet pressure was -0.4, circulation pump was 100%, and the pump hours were 3274. Without the pads connected, the flow rate was 0, inlet pressure was -10, and the circulation pump was 0%. The nurse then swapped the device for a second arctic sun device. The low flow issues continued. She then replaced the set of pads with a new set of small pads and therapy was resumed. The nurse sent the patient down for a scan and when the patient returned she experienced low flow issues again. She reset the arctic sun device and disconnected and reconnected the pads. She was able to get a good flow and therapy was resumed without further issues.